Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) had a waveform malfunction. The rn called because she is unable to see the arterial waveform on the pump. Texted image revealed pump is in external. She stated it was working fine until this morning. Asked if it was a fiberoptic catheter, nurse stated ¿yes¿. Instructed her to remove the orange fiberoptic cable and reinsert. She stated no change. Texted image of pump revealed it is not fiberoptic catheter. Also, interfacing cables were connected for both ECG and pressure. She stated this is their usual set up. Instructed her to remove interface cables from pump and confirm the grey transducer cable is connected to the pressure bag, and change source from external to direct on the pump. But it did not result in an arterial waveform on the pump. She had another pump available and wanted to switch to that rather than continue troubleshooting. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, d9, e1(site country), g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, investigation conclusion), h10. It was reported that the cardiosave intra-aortic balloon pump (iabp) unit has autofill issues. A getinge field service engineer (fse) stated she is unable to see the arterial waveform on the pump. Texted image reveals pump is in external. She stated it was working fine until this morning. Asked if it was a fiberoptic catheter, nurse stated ¿yes¿. Instructed her to remove the orange fiberoptic cable and reinsert. She stated no change. Texted image of pump revels it is not fiberoptic catheter. Also, interfacing cables are connected for both ECG and pressure. She stated this is their usual set up. Instructed her to remove interface cables from pump and confirm the grey transducer cable is connected to the pressure bag, and change source from external to direct on the pump. But it did not result in an arterial waveform on the pump. She had another pump available and wanted to switch to that rather than continue troubleshooting. Complaint information gathered. She will tag the pump for biomed. No patient harm. H3 other text : repair service not done.

Event description:
N/a.